Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient was experiencing severe itching at the lead site. The patient was prescribed benadryl. The patient went to the emergency room (ER) wherein it was noted that the patient had an allergic reaction to the tape and the leads were removed.